Event description:
During routine inspection by materials management, defective welds were found on hill-rom ICU bed model tc66. Clinical engineering secured the bed, pending further inspection. This was found during a routine inspection. No patient was involved. Manufacturer response for hill-rom ICU bed model tc66, hill rom ICU bed (per site reporter): we are arranging an inspection by the vendor.